Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during an implant procedure, the lead used was noted to have high pacing impedance. The lead was not used and another lead was used to complete the procedure. The patient was stable throughout,